Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with the same cartridge. Customer¿s blood glucose was 210 mg/dl. Customer reloaded cartridge, a previously used cartridge, to address the cartridge change error.